Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient representative reported left rupture and pain. Also reported was "cyst" and "lump" which are non device related.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's representative has reported left side rupture, diagnosed by MRI (date unknown). Device remains implanted.